Event description:
It was reported that the patient's device stopped working a couple of years ago. The patient stated that her "device worked at the beginning." The patient further stated that her device had not been checked since implant and that she was experiencing leaking. Additional information received reported that the patient was still having concerns regarding her device or therapy, but she was working with her physician and manufacturing representative. It was noted that the patient had a scheduled appointment for (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3093-28, lot# v000231, implanted: (B)(6) 2005. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).